Manufacturer narrative:
Additional information: d4, d9, h3, h4, h6 (add codes). H11: the actual sample (unopened) was received for evaluation. Visual inspection of the actual device identified what appears to be particulate matter/foreign material in the packaging. The reported condition was verified. The cause of the condition could not be determined; however, may likely be due to variations of the manufacturing weld process which resulted in some fiber particulate contamination to be in the packaging. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag had particulate matter. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 lot #, h6, h11. D4 lot #: the reported lot # was 60440603; however, this lot number is not recognized by baxter. H11: the actual device was not available; however, photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a small white particle inside the bag. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.